Event description:
Patient tested on the suspect device with an inr result of >8.0. A lab inr was 5.02. Controls were in range. No treatment alleged. The device was replaced and requested to be returned for evaluation.